Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Account performing proficiency testing for is crossmatch - iqmh (B)(6) 2018 survey. Sample supposedly had anti-a1 in it and unit was a1 positive. Account found the crossmatch to be compatible. Account states that 11 of the proficiency responders found the crossmatch in gel to be compatible as well. Account uses the last two wells of the abd/reverse cards (buffered gel wells) to perform is crossmatches. Lot numbers in use: abd/reverse card lot#120617037-15 and mts dil2. Account performs testing in manual gel. Issue started on: (B)(6) 2018 - reported 7-20-2018. Frequency: one sample. Proficiency. Methodology used: manual gel. Qc data: daily qc performed and found to be acceptable. Cards /cassettes/ storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Account repeated crossmatch after they received the results and crossmatch was still compatible. Detail any maintenance failure or maintenance inadequately performed that would be relevant for the issue: na./ tss had account repeat crossmatch one more time with a 15 minute rt incubation. Crossmatch still compatible. Account does not have a1 lectin to confirm that donor cells are a1 positive. Account reporting observation for tracking purposes. Account satisfied and will call back if they encounter further problems.